Event description:
Semi-truck driver. Fall from truck approx 14 ft to concrete. Crushed and fractured vertebrae (3 at top, several at bottom). Surgical removal of injured disc with 2 carbon cages implated at upper section of the back, at lower back, a metal plate w/screws were implanted (2 plates). Pt was unable to return to work w/chronic pain, unable to function in daily activities. Removal of all devices at a future date. This pt gives a history of falling off a truck and sustaining a cervical spine fracture and some thoracic degenerative disease as well as some lumbar degenerative disease. He has undergone several procedures including laparoscopic fusion. In october of 1993 and also underwent an instrumented fusion of lumbar spine in 1993. Dr does not have those records. Essentially the pt states he has had these multiple surgical procedures with minimal improvement. He has also undergone right shoulder surgery. His manual motor exam today demonstrates normal upper extremity function. He has decreased function of hamstrings and extensor hallucis lungus to four over five bilaterally. He has decreased sensation to l-4 on left. His reflexes are 2+ and symmetric. His babinski is down going. He has a normal gait. He is obese. His range of motion of cervical spine is quite good with flexion to 40 degrees and extension to 30 degrees. His range of motion of thoracolumbar spine is decreased in extension causing him pain. Lateral bending is essentially nil. His radiographs demonstrate a laparoscopic cage procedure was performed at mid thoracic spine and at l-1, 2. There is resorption around those laparoscopic cages consistent with pseudarthrosis. There is also a vsp plate instrumentation at l-4, 5 without a bone graft being taken. There is no evidence of fusion mass in the lateral gutters. Given these multiple pt findings dr has recommended he obtain a myelogram and post myelogram CT scan of his entire spine so dr's can begin to focus in on what essentially is his pain syndrome. In addition dr will have to get all the records from precious dr to try to put together a thorough history of pt. He, dr feels, has at this point primary mechanical pain in the area of the thoracic instrumentation and pseudoarthrosis, the l1-l2 instrumentation and pseudoarthrosis and that he has low back mechanical pain as well. Dr feels that he quite likely has a pseudoarthrosis in the thoracic region and that his radicular pain is related to it. Dr feels that he has a pseudoarthrosis with evidence of reaction and collapse of the disc space about the implanted device at l1-l2 as well. As l5-s1 he has no loosening of the metallic fixation. He has no evidence of graft in the gutter between l5 and s1. He does have evidence of graft in the disc space at l5-s1 as they did do a posterior lumbar interbody fusion. It would appear that this graft is probably not well incorporated and that it may be protuberant somewhat posteriorly. Dr doesn't know whether it slipped back or was not put all the way in.